Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components is the lead and anchor. Product ID 97791 lot#. Implanted: (B)(6) 2023. Product type accessory product ID 977c165 lot# serial# (B)(6). Implanted: (B)(6) 2023. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the lead migrated/was dislodged. Patient had new pain and their incision was reopening/split open. The suture came loose, lead and anchor lifted rubbing against the patients skin. Lead was superficial but not yet poked through the skin. Lead was re-sutured and incision was closed. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was seen in the office for a post op appt. Patient stated that day that they ¿could feel something poking their skin¿. The doctor scheduled a revision surgery. It wasn't until day of surgery the doctor found the suture came loose and what was poking patient was the lead and anchor, still in tact. Healthcare provider (hcp) sutured it back down. Additional information was received from a manufacturer representative (rep). The rep reported that. Patient patient came in and complained about something poking. The surgeon looked at the patient, he said "let's perform a surgery to see what is going on?". Surgery was not scheduled but was confirmed there will be a surgery. At the surgery, there was nothing wrong with the devices. Doctor determined they must not have put the suture into the fascia when initially implanted. Rep stated she was at the surgery and there were no device issues, no additional products were needed at the surgery. Patient doing well after the surgery.